Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify insulin flow blocked alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm. Customer stated change site several times and still insulin flow block. Customer was reporting a past event. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported event was resolved by infusion set change. The device will be returned for analysis.